Manufacturer narrative:
The device was returned to olympus for inspection. The subject device was not returned for device investigation. The device evaluation found the tube had lipped off and the tube had come loose from the pipe. There was no report on the subject device being used in procedure after the suggested event was reviewed.

Event description:
It was observed that during the device evaluation, the subject device exhibited the root part of the package was torn. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide a correction to a previously submitted report. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.